Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and was visually inspected and found with mechanical damage the scope¿s distal tip. Additional observations not reported by site: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in left eye. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. Fa plus: the endoscope was inspected, and no damage was found in the payload, the defect of the stain in the vision is caused by the damage to the lens. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip or any part of the endoscope was not broken off or detached from the shaft. Missing parts were observed on the endoscope. No fragments fell inside the patient. There was no injury reported. The procedure was completed robotically as planned. The surgeon reported that the endoscope was likely damaged due to inadvertent collision with another instrument during the case. It was suspected to have collided with another instrument. No photographic images or video recordings are available for this case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, user noticed that the 30-degree endoscope plus was damaged. The procedure outcome is unknown at the time of the report.